Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a user error caused the reported failure. Per e-mail communication, the breakage of the drill bit was due to a ¿user error.¿ the patient¿s very hard bone and the rather awkward position during use caused the angle of the drill to change and resulting in a fatigue fracture of the bit. The part/batch/lot number of the device was not provided so the material composition could not be confirmed. The short drill bit is an external communicating device, commonly used during surgical procedures. It is not approved for long term internal tissue exposure and long-term implantation data is not available. The retained non-implantable broken drill bit is retained inside of the patient¿s very hard bone. Therefore, the possibility of micro-motion and/or migration of the retained bit is unlikely. It is unknown how the procedure was completed or if there was a surgical delay. Since the patient¿s outcome is unknown, the impact to the patient beyond that which has already been reported cannot be determined. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, user error, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, the 2.6/5.0mm short drill broke inside the patient at the junction of the shaft and the countersink section. The piece of the drill was left inside the patient. It is unknown how the procedure was finished and if there was any surgical delay. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.